Manufacturer narrative:
Cont e1 phone number- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "rupture with intracapsular silicone diffusion, silicone perspiration, deflation, waves, folds, rotation, capsular contracture baker grade iii".

Event description:
Healthcare professional reported via regulatory agency "rupture with intracapsular silicone diffusion (reason for removal), silicone perspiration (reason for removal), deflation, waves, folds, rotation, change of devices color, capsular contracture baker grade iii (breast is hard and deformed but without pain). This is for the left side. Device was explanted.